Manufacturer narrative:
(B)(4). The devices involved in the incident were unknown. As the date of onset of this peritonitis episode is unknown and patients discard supplies after each therapy, the sample was not requested. A 510k number will not be provided in the MDR as the product code and lot number are unknown. Since the lot number is unknown, no batch review will be performed. Baxter has received similar reports for the reported problem. Baxter will continue to monitor similar reports to determine if further action is required.

Event description:
This is a spontaneous report by a baxter employed nurse from (B)(6) of constipation and peritonitis in a (B)(6) female patient coincident with dianeal pd2 ultrabag therapy. On an unknown date, the patient started treatment with dianeal pd2 ultraba, lot number 1009058, (dose and frequency were not reported) intraperitoneally (ip) for peritoneal dialysis (pd). On an unknown date, the patient developed constipation. On (B)(6) 2010, the patient was diagnosed with peritonitis. The cause of the peritonitis was constipation. On (B)(6) 2010, a peritoneal effluent analysis and culture were performed. The result of the peritoneal effluent analysis was not available. The results of the peritoneal effluent culture were unknown. On (B)(6) 2010, the patient began remedial therapy with fortum (1gm, continuing), refline (1gm, continuing) and heparin (2ml, continuing). Dianeal therapy was ongoing and the peritonitis was resolving. Outcome of constipation was not reported. No concomitant medications were reported. The reporter believed that the event of peritonitis was not related to the dianeal therapy. No statement of causality was reported for the constipation.